Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
High idle current due to moisture damage on lcd board and mother board. All buttons function properly. No button error alarms noted. However, corroded keypad traces noted. The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported hospitalization due to high blood glucose level of 469 mg/dl. Customer stated that she experienced gastroparesis and vomiting prior to the hospitalization. Customer also reported receiving a button error that she is unable to clear. Customer stated that none of the keys are functional. Customer's current blood glucose reading is 389 mg/dl. Caller declined any troubleshooting. No further information reported.